Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. The user guide and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of serratia which is an organism that is widely found in the environment, especially in water and soil. The patient¿s pd nurse reported peritonitis infection was associated with a breach in aseptic technique, a well-known risk factor for peritonitis. The patient was re-trained on proper cleaning and disinfection techniques in the home (i.e.: disinfection of shower head) and during the pd exchange. The patient has recovered from the event and continues pd therapy without any further reported issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis at the end of (B)(6) 2020 (exact date unspecified). Upon further follow-up with a pd nurse, it was reported that on (B)(6) 2020 the patient was experiencing abdominal pain was admitted to the hospital with peritonitis. Per the nurse, the patient had a pd culture (obtained on (B)(6) 2020) which yielded growth of serratia (species not identified). Reportedly, the patient was initiated on cefepime (dose unknown) intraperitoneal (ip). The patient continued pd therapy during hospitalization. The patient was subsequently discharged (date unspecified) continuing a 21-day course of cefepime on an outpatient basis. The nurse stated the patient has recovered from the event and continues pd therapy without any further reported issues. The nurse states the peritonitis was not related to any fluid leaks or any issues with fresenius device or product. Per the nurse, the peritonitis was related to a breach in aseptic technique (unspecified). It was reported the patient was re-educated on proper cleaning and disinfection techniques in the home (i.e.: disinfection of shower head) and during the pd exchange.